Manufacturer narrative:
H6: engineering evaluation. The gore® tag® conformable thoracic stent graft with active control system (ctag ac) evaluation showed . No device evaluation could be performed as the stent graft remains implanted. Images were returned to the imaging science team for evaluation. The report of distal type I endoleak was confirmed by this evaluation. The report of migration could not be confirmed with the single time point given. Additionally, there appeared to be lack of device apposition on the distal end of the 2nd device, but no root cause for lack of apposition could be confirmed. No manufacturing deficiency was identified during the device evaluation. H6: removed code c21 and provided the evaluation in h10.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment using two gore® tag® conformable thoracic stent graft with active control system (ctag ac) for thoracic dissecting aortic aneurysm repair. On (B)(6) 2023, a distal type I endoleak was confirmed at follow-up. Reportedly, insufficient expansion of the distal part of the ctag ac and migration to the proximal direction were suspected. On (B)(6) 2023, this patient underwent a reintervention. An additional distal stent graft was placed. The patient tolerated the procedure. The physician stated as follows: tgmr373720 was placed as distal device, but the distal part expanded only about 31 mm.

Manufacturer narrative:
H6: b20, the device remains implanted and was therefore not available for engineering evaluation. H6: c19, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: c21, results pending the engineer evaluation on the device. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: post-implantation cta dated (B)(6) 2023. Two gore® tag® conformable thoracic stent graft¿s with active control system are implanted. There appears to be lack of device apposition on the distal end of the 2nd device. Contrast is visualized outside the distal portion of the 2nd implanted device, thereby, confirming a distal type I endoleak. The length from the distal circumferential end of the device to the celiac appears to be 1.3cm, by centerline. Cannot confirm device migration with one time-point. It should be noted the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU) state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak, stent graft migration, and reoperation.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.